Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 6.1 and 6.2 were failed and not detected on the bus. A field service engineer (fse) inspected the back of the drawer and found no lights lit on either drawer. The fse powered the station off and disconnected drawer 6.2, after which drawer 6.1 and the pyxibus module control board lit up. The individual pyxibus module control board for drawer was replaced and the customer verified drawer functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, screen went black and failed to power on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.